Event description:
It was reported that the patient with this pacemaker reported they had a red call doctor icon triggered on their communicator. Boston scientific technical services (ts) advised the patient to speak to their doctor. The cause of the red call doctor is unknown. The device remains in use. No adverse patient effects were reported.